Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and fever coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event the day after the onset. The patient was treated with two unspecified antibiotics (intravenously and intraperitoneally, dose, frequency, and duration not reported) at the start of the event and on the date of hospitalization. Four days after the onset, the patient was treated with an unspecified antibiotic (intraperitoneally, every third day, dose and duration not reported) and fluconazole (100 mg, two tablets orally, every second day, duration not reported). Dianeal and extraneal therapies were ongoing. Three days after admission, the patient was discharged from the hospital. At the time of this report, the patient had not yet recovered from the peritonitis event was ongoing. Additional information was requested, but is not available at this time. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.